Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected prime/fill anomaly noted during testing. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 452 mg/dl at the time of incident. The customer¿s other blood glucose level was 572 mg/dl. The customer was treated high blood glucose with insulin pump. Customer states they treated with insulin drip also. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer¿s report customer does not allege under delivery. The customer also states that the drive support cap appears to be normal. Customer performed self-test, displacement test and passed. The insulin pump will not be returned for analysis.